Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. Per the customer biomed, the unit subsequently displayed a shock equipment malfunction inop message when the device was later powered on. There was no patient involvement.